Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed. A 33 mm watchman ® laa closure device was successfully implanted without incident and with no complications. The procedure was completed by 10 am. Later that night, around 8 pm, the patient suffered a small stroke. A magnetic resonance imaging (MRI) was performed. They found that the patient had severe right internal carotid disease that was occluded due to the anesthesia. It was not a thromboembolic event. The physician said the patient is okay. They are eating and awake, but still have left side weakness.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the stroke was ischemic. The patient was on warfarin, aspirin and plavix. A repeat tee was performed three days post procedure which showed a good seal.